Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of low blood glucose readings and no delivery from the insulin pump. The mother stated that last night the pump alarmed no delivery and they rewound the pump and the lights kept turning on. The customer's blood glucose reading was 46 mg/dl at night and she woke up with 314 mg/dl. The customer treated the low readings with a pen. The nurse advised the customer to replace the pump. The customer will call back later.